Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient calibrated the device before going to bed at around 10:30 pm and it was about 20 points off from the bg. About half an hour later the cgm alerted for a low value of 80 mg/dl; his low setting is 85 mg/dl. He ate a snack and then it was reading in the 100s mg/dl. The device alarmed for low again and his wife noticed he had passed out and was profusely diaphoretic. She called 911 and paramedics came. The cgm was alarming at 70 mg/dl and the paramedics' bg reading was below 20 mg/dl. The paramedics treated him with fluids via intravenous (IV) therapy with dextrose and had his wife give him a peanut butter and jelly sandwich when he woke up. They stayed until his bg was in range at about 130 mg/dl and advised him to check his bg every hour during the night. At the time of contact he was feeling well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.